Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the therapy electrodes. Follow up indicated that the patient's physician prescribed triamcinolone lotion for the irritation. There is no further information available on the condition of the irritation.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device.